Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
It was reported that in 2010, the patient sought treatment for the pain experienced in her low back. On (B)(6) 2010, patient underwent an anterior cervical discectomy and fusion using rhbmp-2/ acs from c5 - c6 and c6 -c7. Post surgery x ray result showed that the screws he had installed were backing out. Patient was recommended an additional surgery for her back pain. On (B)(6) 2010, the patient underwent a revision surgery to replace the hardware installed during the first surgery using rhbmp-2/ acs. After the second surgery, patient suffered from significant pain in her neck and back, and developed intermittent problems with maintaining her balance. Patient must now wear a neck brace to hold her head up, and is constantly clearing her throat because of pressure in her neck that causes her to choke often. Patient continues to have lower back pain and has lost much of her flexibility. Also patient finds that sleep is only possible when an inclined position is maintained.